Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the ilet device¿s display screen was cracked and had sharp edges that were cutting fingers during use, and a replacement ilet and supplies were arranged to be shipped to an alternate address with return instructions provided. Symptoms included minor finger cuts from contact with the damaged screen; blood glucose values were not impacted. Outcomes included device replacement and continued cgm use on the patient¿s phone or receiver until the replacement arrived. Investigation included customer interview, troubleshooting, and education regarding shutdown, data sync, return shipment, and setup of the replacement device. Investigation of this case revealed physical damage to the display assembly consistent with screen breakage, with no reported alarms or functional impact to glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was user-environmental damage to the screen rather than a manufacturing or design issue.